Manufacturer narrative:
The device ro12019 has been inspected for investigation purpose. The tests performed confirmed that doro head holder was not compatible with the rosa device. This component is not recommended for use with rosa.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the head holder was non-functional. There was no patient involvement reported.